Manufacturer narrative:
Concomitant medical products: catheter: model 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk. (B)(4). St segment elevation. Spinal disc contusions.

Event description:
It was reported that intermittent withdrawal occurred. The patient experienced "intermittent" withdrawal, "suggesting" intermittent occlusion problems. Symptoms associated were increased pain, hypotensive rebound, agitation and st segment elevation. Interventions included dose adjustments between (B)(6) 2012 and (B)(6) 2012, "resulting in intensity of withdrawal episodes diminished with progressive lowering of dose, but increased clinical pain." A catheter dye study was done (B)(6) 2012 with "normal, patent" results. It was also noted that an MRI/xray/CT scan was done, no results, no date was reported. Hospitalization was required. A catheter revision was done, it was reported "no catheter sludge identified," "no obvious catheter encapsulation," the original catheter was "never" sutured. The hcp noted excessive catheter length tucked into pump pocket and "felt" it to be liable for intermittent external mechanical obstruction (kinking.) It was also noted "spinal disc contusions have been reduced," it is unclear if this is related to the event or not. Patient outcome at the time of this report was non-serious injury/illness. The device system was used to infuse fentanyl, bupivacaine, and clonidine. It was later reported that the patient was doing "fine" since the replacement, these symptoms had resolved and the cause of the episodes was a kinked catheter. No further information was reported.